Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2013 at 2:29 am, the patient reportedly obtained blood glucose readings of ¿430, 294, 377, and 400 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient¿s testing frequency, normal blood glucose range, and the reason for testing early that morning are not known. The patient¿s diabetes is managed with insulin pump therapy; however, the patient did not take any action in response to the alleged meter issue. According to the csr¿s documentation, a minute after the alleged issue occurred, the patient reportedly obtained a reading of ¿297 mg/dl¿ with another device and at the same time afterwards consumed food and/or drink as treatment. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not clear at what blood glucose range the patient would consume food/drink as self-treatment. A few minutes after the alleged issue occurred, the patient reportedly felt thirsty and sick. It is not known if the patient correlated her symptoms with high or low blood glucose, if the patient administered self-treatment at the onset of her symptoms, and when her reported symptoms abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to the serious injury; the patient¿s reported symptom correlated with the lfs meter readings. This complaint, however, is being reported because the alleged inaccurate issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.